Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to diabetes ketoacidosis. The father stated that her younger son told him the insulin pump was not on him, but there is a possibility that the examiner took it off. No further information was provided.